Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A certified ophthalmic assistant (coa) reported that 7 years following an intraocular lens (iol) implant procedure, a patient experienced glare, halos, poor nighttime vision, negative dysphotopsia and residual hyperopic refractive error. The iol was exchanged in a secondary procedure. Additional information was provided by the initial reporter that the patient was unable to drive at night due to the glare. The patient felt as though not enough light was getting into the eye to be able to see. In the surgeon's opinion, the multifocal iol with glistenings intolerance is the cause or contributed to the event. The iol was exchanged for a different manufacturer's iol with a .5d difference in power. A vitrectomy was performed at the time of the iol exchange. Following the iol exchange and vitrectomy, the vision, glare, and halos have improved. The prognosis is excellent.

Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. Product evaluation: the lens was returned loose in a biohazard zip lock bag. A plastic specimen cup was returned in the bag but it was broken with a hole in the bottom. One haptic is broken in the gusset area (returned). The optic is cut in half, typical of insertion and removal. One cut optic portion has scratches on the anterior side of the optic. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. The manufacturer internal reference number is: (B)(4).